Manufacturer narrative:
The lithotomy positioner stirrup is used in placing the patient in the lithotomy position in preparation for a procedure. The device's velcro strap, which secures the patient's foot and leg, is secured to the boot using a staple and adhesive. IFU states you should always confirm the working order prior to using it clinically. In the event a device failure was to occur, or the device was thought to be unreliable, the device would not be used, and a backup device would likely be available for immediate use. The stirrup was received by baxter. Investigation indicated that there was no evidence of a malfunction. Baxter was unable to duplicate the alleged condition and the device performed as designed. A replacement stirrup was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a sirrup collapsing during a procedure were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that during a case, they heard a pop in the right stirrup, a bolt had broken and the right leg slid forward. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Event description:
Baxter received a report stating that during a case, they heard a pop in the right stirrup, a bolt had broken and the right leg slid forward. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter is in the process of inspecting the right stirrup. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.